Event description:
The customer reported that the system displayed error messages and needed a new backplane. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced, the filaments were calibrated, the beam was aligned, and the power supply was adjusted. The system was tested and found to be working as intended and put back into service.